Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the main board and video connector receptacle lock does not work. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel does not react and white balance cannot be obtained due to failure of the main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had issues with the front panel, which did not respond to user requests. The event occurred during inspection for use. There were no reports of patient involvement.